Manufacturer narrative:
(B)(4). Eval: results: (migration), (disease progression with aortic neck dilatation and severe angulation). Conclusion: (disease progression with aortic neck dilatation and severe angulation).

Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approx 4 years ago. Aneurysm and vessel morphology from the time of implant were not reported. A CT scan 3 months ago showed the proximal neck diameter is 28.2 mm to 35.5 cm with an angulation of 90 degrees. The distance from the renal artery to the top of the bifurcation is 35.5 mm. There was stent graft migration due to aortic neck dilatation and no proximal type 1 endoleak. The pt was treated with a talent aortic cuff on 3 weeks ago. The endoleak is resolved. No additional clinical sequelae has been reported and pt status was not reported.